Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the right anterior tibial artery. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for pre-dilation. However, on initial inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.